Event description:
It was reported that the patient experienced a loss of therapeutic effect approximately two years ago, around the same time she received a lumbar epidural steroid injection. The hcp had never heard of a lumbar epidural steroid injection interfering with therapy and didn't understand how it could happen because the injection was done under fluoroscopy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3093-33, lot# v590594, implanted: (B)(6) 2010, explanted: na; programmer: model 3037, serial# (B)(4).